Manufacturer narrative:
UDI # (B)(4). Stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic cross clamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolization from carotid artery lesions. These events can result in permanent impairment of varying degrees. It is clear from a review of the literature that stroke after surgical valve replacement is related to the procedure and patient risk factors, and not typically the device. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The surgeon commented that it was unknown whether cerebral infarction was device and surgical technique related. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that bleeding and cardiogenic cerebral infarction were detected after the implantation surgery of this 25mm 8300ab valve. This device was originally implanted to correct aortic stenosis and regurgitation secondary to severe calcification. After implant, pooling of blood in the mediastinum due to bleeding was detected, and the surgeon opened the patient chest again; however, bleeding point was not able to be confirmed, and blood transfusion and mediation were performed.  A left atrial appendage closure was also performed. Three (3) months after the surgery, the patient was admitted to the hospital due to cardiogenic cerebral infarction. The patient status was reported as ¿under treatment¿. The surgeon commented that it was unknown whether bleeding was device related, but it was related to the surgical technique. The surgeon also commented that it was unknown whether cerebral infarction was device and surgical technique related.